Event description:
Boston scientific received information that when inserting this right ventricular (rv) lead, the lead became stuck at the tricuspid valve. Several attempts were made to remove the lead, without success. The lead was abandoned within the patient. A new lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.